Event description:
The keypad on the pump is reportedly peeling near the up and down arrow buttons and the buttons requires multiple presses for the pump to respond.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.